Event description:
The suture was used during an unspecified procedure. Reportedly, the neeldes broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury.